Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run time. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d5, e1, h6 (medical device - problem code, component codes) the getinge service territory manager (stm) who found the issue, replaced the batteries. He then completed the preventive maintenance (pm) with full calibration functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department installed lead acid batteries, with a reported that the unit battery failed runtime test. Performed visual inspection of the lead acid batteries per the cs300 service manual and found no visual damage and the part looks to be in good condition. Installed the lead acid batteries into the failure analysis and testing department cs300 test fixture for testing of the reported problem. Performed and tested the lead acid batteries in accordance with procedure and the cs300 service manual in an attempt to recreate the reported problem. The tests did not trigger the reported problem of the unit battery failed runtime test. The failure analysis and testing department was unable to verify the failure. Retaining the lead acid batteries in the failure analysis and testing department per procedure.

Event description:
N/a